Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Other text : trueiconcerto crt-d drimplantable pacemaker/cardio/defib the device was returned after being explanted due to normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Capacitor. Device was out of specification in a manner that relates to event. Low battery.

Event description:
The device was returned after being explanted due to normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.